Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-29702.

Event description:
The customer reported that she received alarms on the insulin pump. The insulin pump was stuck in this alarm loop and the customer was advised to clear the alarm, disconnect, remove reservoir and perform the rewind process again. She was advised the insulin pump would need to be replaced. Nothing further was reported.